Manufacturer narrative:
A patient reported medwatch (mw5111239) was received by neuronetics with limited information. Since the patient's name and contact information was not provided, neuronetics was not able to conduct a thorough investigation into the event or confirm that the tms device used was in fact neurostar advanced therapy.

Event description:
Neuronetics received a patient reported medwatch (mw5111239) from FDA on (B)(6) 2022. The patient reported having chronic migraine syndrome, worsening depression and anxiety ending in hospitalization.